Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited adhesive on a-rubber has a chip. There was no patient involvement.

Event description:
Correction is being made to previously submitted b3 - date of event, which was incorrect. The correct date was (B)(6) 2025.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, which was incorrect. The correct date was (B)(6) 2025.